Event description:
It was reported that the clinician was disappointed in the quality of some of the tracings from the device. Possible pauses were noted on one episode. Eleven days later, the clinician indicated that there was undersensing of r-wave and premature ventricular contractions leading to several episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).